Event description:
It was reported by the pt's physician that the pt was showing an extrusion of this lead. The pt's generator had previously been explanted due to an extrusion as reported on MFR report number 1644487-2011-02088. The pt had been seen on (B)(6) 2011 and there was no sign of extrusion at that time; however, the surgeon stated it was possible that the pt had been picking at the device. Later info showed that the pt's lead was approx 1 inch out of his neck. Also, the pt admitted he had been picking at the site, though no infection was noted. The pt was proceeding with an explant of the generator. A surgery in the further is likely.

Event description:
Additional information received revealed that the lead had been explanted and was not replaced. The patient was seen for follow up and there was no infection noted.

Manufacturer narrative:
Initial report stated that the patient will proceed with an explant of the generator; however, there was no generator implanted and the patient was going to have the lead explanted. The information has been corrected in this report.